Manufacturer narrative:
Correction: the annex a code was updated, h10: one set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the outlet port of the distal y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause can be related to the solvent dispenser not working correctly or the bonding method was not performed correctly by the assembler. The changeover and cleaning frequency of the tool used to assist the solvent dispenser was reduced and the personnel involved in dispenser maintenance were made aware of the update and the schedule change. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: patient receiving micafungin infusion when she noticed that the most distal port (y-site) of tubing was leaking medication. Small to moderate amount of drug loss noted on chairside table and floor.